Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of chordal entanglement/rupture, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty removing the device due to interaction with the anatomy appears to be related to procedural conditions, and likely due to the shadowing caused by the first implanted clip (difficult visualization). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted, reducing mr to 2+. The second clip delivery system (cds 70510u371) was advanced to the mitral valve, but when advanced to the left ventricle (lv), the clip became caught in the chordae. Standard troubleshooting was performed, and the clip was freed without issue. The clip was retracted to the left atrium (la), and re-positioned. When re-advanced to the lv, the clip again became caught on the chordae. Troubleshooting was again performed, but unsuccessful. The clip was retracted with force, and freed from the chords; however, a chordal rupture occurred, and mr returned to 4. The decision was made to not deploy the second clip. The cds was removed without issue and the procedure was discontinued. The patient remained stable and no further treatment has been planned. No additional information was provided.